Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead displayed noise, oversensing and high out of range pacing impedances of greater than 2000 ohms. It was noted the patient fell out of bed resulting in a suspected ra lead fracture. The decision was made to explant and replace this ra lead. The ra lead noise was observed through the programmer and the pacing system analyzer (psa). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured 12 cm from the terminal pin. There was no fracture noted on the inner conductor coil. Detailed analysis of the fracture site determined the outer conductor coil was fractured due to cyclic fatigue.

Event description:
This supplemental report is being filed because this ra lead was returned and analyzed.